Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that the touch screen of the device was not precise causing incorrect inputs which could impact patient result interpretation. The customer stated that there were incidents when patient results were incorrectly approved. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.